Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ¿fixture¿ for the strap of a patient¿s shoulder pack was torn. The site indicated that the shoulder pack would be exchanged at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the shoulder pack was returned for evaluation. Failure analysis of the returned device revealed a damaged snaphook. This affected the ability to adequately secure and carry the system. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to wear and/or to the handling of the unit. If information is provided in the future, a supplemental report will be issued.